Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-31724. Related manufacturer reference number 3006705815-2020-31553. Related manufacturer reference number 1627487-2020-31725. It was reported that patient experienced infection at the lead site. As a result, surgical intervention was undertaken wherein the entire system was explanted. The infection was resolved, and patient was re-implanted.